Event description:
Rptr did back to back blood glucose testing, one after the other. Rptr did not recall if rptr used the same finger stick, or if rptr got enough blood on the strip for the 2nd test. Rptr results were 200 and 30mg/dl. Rptr did not have any symptoms. No harm was alleged.